Event description:
A peritoneal dialysis nurse reported a patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. She reported the culture grew (B)(6) and was from touch contamination. The patient stated he was not feeling well and did not pay attention when he connected his pd treatment. He was treated with vancomycin and ceftazidime. The patient's anemia medication was changed and he was not responding to it. He was given a blood transfusion and was put back on epogen. He continued on pd therapy with no further issues. Medical records were requested and will not be available.

Manufacturer narrative:
A failure analysis investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. There were no reports of fluid leaks prior to infection.in addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported a cloudy pd effluent bag on (B)(6) 2016. Follow-up with the patient's nurse confirmed the patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. She reported the culture grew staph epidermis and was from touch contamination. The patient stated he was not feeling well and did not pay attention when he connected his pd treatment. He was treated with vancomycin and ceftazidime. The patient's anemia medication was changed and he was not responding to it. He was given a blood transfusion and was put back on epogen. He continued on pd therapy with no further issues. Medical records were requested and will not be available.